Event description:
Patient was positioned on table lateral with left side down for right shoulder surgery. Witnesses in room stated table began rising during procedure without anyone touching controls. Then the table proceeded to tilt right, then the back flexed to hyperflex the patient in the beach chair position. Procedure was completed. Patient's left leg slide off table, surgeon, assistant, resident, and scrub tech held patient to prevent falling off table. Table did not respond to controls.